Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had some issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that she had just changed the sensor and she felt that the needle was stuck on her arm. She had already pulled out the sensor. The customer states it still bleeding don't want to continue troubleshooting. The sensor will not be returned for analysis.